Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set separated from the connection piece and leaked during the priming process. The following information was provided by the initial reporter: "while priming the line- rn noticed the filter is leaking- upon more investigation rn realized the filter is broken/separated from the connection piece."

Event description:
It was reported that the bd alaris¿ smartsite¿ low sorbing set separated from the connection piece and leaked during the priming process. The following information was provided by the initial reporter: "while priming the line- rn noticed the filter is leaking- upon more investigation rn realized the filter is broken/separated from the connection piece."

Manufacturer narrative:
H.6. Investigation: the customer reported the filter was broken/separated from the connection piece, and returned one used sample of material #10013902 and lot#21069794. The sample was clearly separated at the outlet of the filter and the complaint is verified. A device history record review for model 10013902 lot number 21069794 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Under the microscope, the root cause was determined to be insufficient solvent applied during the assembly process. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of separation other component - leak with lot #21069794 regarding item #10013902.